Event description:
The physician treated the pt using a merci retriever x6. A total of three passes were made thrombus was extracted. There were no problems noted regarding device performance - the device performed as intended. The pt suffered a performed as intended. The pt suffered a perforated artery intra-procedure which may have been due to the retriever. A small sub-arachnoid hemorrhage evolved as reusult of the vessel perforation and the pt eventually died. Based on pre-morbid imaging and autopsy findings, the main cause of death was the large stroke and not the hemorrhage. Pathology showed no vasculitis or other vascular abnormality that was pre-disposing.